Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast keypad button and a dim, discolored display. This report is made based on results of investigation completed on 07/18/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2014 with the following findings:visual inspection revealed that the keypad was torn over the up arrow and down arrow keypad buttons. All keypad buttons responded properly to button presses. The keypad was removed, and contamination was found under the contrast button contact. Additionally, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).